Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient reported they are getting stimulation in their chest and stomach area and they are not sure if something moved or need to be recalibrated. Patient stated they only use zone 4, group c and the rest of them feel stimulation in kidneys, chest, and stomach. Patient stated they haven't had an MRI since before the implant and healthcare provider (hcp) wants to do an MRI to check things out. Agent asked if patient had falls or trauma and patient said occasionally little tumble and if they lay on their back on hard surface they will get a shock in the back. Patient reported they had reprogramming done by a representative sometime within the first few months, 6 months of getting the implant. Patient stated rep program for 3 zones. Agent provided  national answering service (nas) number for hcp office to call. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. Patient stated they will go online for hcp listing.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they were supposed to feel stimulation in their lumbar and legs. The patient stated they had an initial but no complete programming as the surgeon hurried them out of the room. The patient was still trying to schedule an MRI or CT to check the location of things.